Event description:
Pt reported experiencing elevated blood glucose level since (B)(6) 2012. Pt stated the highest blood glucose level was 400 mg/dl. Pt¿s normal blood glucose range is 100-120 mg/dl. Pt experienced a headache. Pt reported taking correction via the infusion device with success, but after some time the blood glucose level got higher. Pt thinks the infusion device is not delivering the basal rate. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.